Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent malfunction alarms occurred. The initial malfunction occurred during setup of the pump and the subsequent malfunction occurred after the customer had begun using the pump for therapy. The customer's blood glucose level was impacted (262 mg/dl). The customer delivered a bolus via the pump. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.